Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house donor testing was not performed for lot k329651 prior to its expiration. However, in-house donor testing was performed for strip lot k329653. Strip lots k329651 and k329653 were manufactured in the same month and may share common characteristics. Retain testing results for lot k329653 met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for strip lots k329651 and k329653 did not uncover any non-conformances. Both lots meet release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency no corrective action required at this time.

Event description:
Patient reported potential discrepant low result vs. The lab inr. The results are as follows: (B)(6) 2014: lab inr 5.8; inratio2 inr 2.8. The patient stopped marcumar medication since (B)(6) 2014. Patient's therapeutic range is: 2-3. The patient is on vka with phenprocoumon; no further information available. Case was escalated to alere (B)(4) on 5/18/2015. This case was identified during an assessment/remediation as part of an internal asd CAPA (B)(4) related to inratio complaints received at the alere (B)(4) intake site that were not appropriately documented in the electronic case record for processing and escalation for regulatory determination. The available information is limited and no additional information is able to be obtained.